Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was most likely due to device programming.

Event description:
It was reported that there were episodes of pacemaker-mediated tachycardia due to device programming which resulted in palpitations. The device was reprogrammed and the patient was stable.